Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultramini meter was displaying an ¿error 5¿ message. Per the owner¿s booklet, an error 5 appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on (B)(6) 2013 at 8:00 a. M. The patient manages her diabetes with insulin (humalog, self-adjuster) and denied taking any action in regards to her diabetes management regime in response to the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿tired and dry mouth¿. The patient stated she self-treated with insulin (humalog, unknown dosage) in response to the symptoms. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.